Event description:
It was reported that in 2007, the intra-aortic balloon (iab) was inserted without incident. On two days later, blood was seen in the tubing. The md was called and immediately began to remove the iab, resistance was met, and the md stopped the removal process. A vascular surgeon was notified and the iab was removed in surgery. After the surgeon removed the iab, blood was found in the membrane. There were no reported pt complications and the pt has since been released from the hospital.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.